Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), allergy to metals ("metal sensitivity") with rash, dyspareunia ("painful intercourse") and pelvic pain ("pelvic pain female"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, allergy to metals, dyspareunia and pelvic pain outcome was unknown. The reporter considered allergy to metals, device dislocation, dyspareunia and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of implant / migration of essure device location of device: uterus') and uterine perforation ('perforation (uterus) / showing perforation of the right assure through the cornual/ felt like something trying to poke its way out of my abdomen.') In a 39-year-old female patient who had essure (batch no. 627448) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included gardnerella vaginalis vaginitis, overweight, gardnerella vaginalis vaginitis, post procedural bleeding, breast feeding, dysfunctional uterine bleeding and appendectomy. Previously administered products included for birth control: mirena from (B)(6) 2011 to (B)(6) 2013; for an unreported indication: prenatal vitamin, medrol, vicodin, tindamax, amoxicillin, oral contraceptive nos and prozac. Concurrent conditions included throbbing pain, shingles, depression, menstruation normal, cramps of extremities, intermittent fever, vaginal yeast infection, constipation and diarrhea. Concomitant products included alprazolam (xanax) from 2013 to 2018, sertraline hydrochloride (zoloft) since 2011, tramadol from 2017 to 2018 and valaciclovir hydrochloride (valtrex). In 2013, the patient was found to have weight increased ("weight gain / loss (specify which one)"). In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain lower ("pain lower right abdominal area and groin"). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced hemianaesthesia ("neurological conditions or problems type: numbness of the right side"). On (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2014, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"). In 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), hyperhidrosis ("hormonal changes describe: abnormal sweating") and fatigue ("fatigue"). In (B)(6) 2016, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2017, the patient experienced nausea ("nausea") and vaginal discharge ("vaginal discharge"). In 2018, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), allergy to metals ("metal sensitivity") with rash, pelvic pain ("pelvic pain female / pain"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: type: uti"), vaginal infection ("acute vaginitis") and groin pain ("groin pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion, uterine perforation, allergy to metals, dyspareunia, pelvic pain, hyperhidrosis, urinary tract infection, vaginal infection, headache, hemianaesthesia, weight increased, abdominal pain lower and groin pain outcome was unknown, the vaginal haemorrhage, menorrhagia, migraine, nausea, dysmenorrhoea and vaginal discharge had resolved and the fatigue was resolving. The reporter considered abdominal pain lower, allergy to metals, device expulsion, dysmenorrhoea, dyspareunia, fatigue, groin pain, headache, hemianaesthesia, hyperhidrosis, menorrhagia, migraine, nausea, pelvic pain, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: film of surgically removed uterus to evaluate removal of essure micro coils. Bilateral essure micro coils are seen on the film. Current weight 158 lbs. Essure performed. Left trailing coils 3 , coils. Right trailing coils 3. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28 kg/sqm. Computerised tomogram abdomen - on (B)(6) 2014: impression: nonobstructing calculus in the right kidney pelvis tiny umbilical hernia containing fat only. Follicles on each ovary. Urinary bladder is largely collapsed. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion (pfs). Findings: the uterine cavity demonstrates no abnormality. The essure micro coils are in normal position with bilateral tubal occlusion. (Mr). Mammogram - on (B)(6) 2018: findings: the tissue of both breasts is heterogeneously dense, which could obscure detection of small masses. Stable benign appearing asymmetries are seen in both breasts. There are benign appearing calcifications in both breasts. Pathology test - on (B)(6) 2018: surgical pathology report : uterus, cervix, bilateral fallopian tubes and essure, robotic total hysterectomy with bilateral salpingectomy essure removal: uterus perforated with essure device at right cornua. Cervix with nabothian cysts. Myometrium and uterine serosa with otherwise no significant histopathologic abnormalities. Benign proliferative endometrium, bilateral fallopian tubes with no significant histopathologic abnormalities. Ultrasound pelvis - on (B)(6) 2014: impression : there is a small amount of fluid within the lower uterine segment and endocervical canal. The findings may relate to vaginal bleeding. There is no evidence to suggest radiopaque or metallic density within the endometrial cavity to suggest the presence of a displaced coil. Patient has had essure coils placed approximately one month prior. The right ovary measures 3.2 x 2.8 x 2.7 cm. Blood flow to the right ovary is patent. The left ovary measures 3.4 x 1.9 x 2.6 cm. Blood flow to the left ovary is patent. Incidental note is made of a cyst in the left ovary measuring 2.0 cm. No free fluid is seen in the deep pelvis.; on (B)(6) 2014: impression: there is no evidence to suggest radiopaque or metallic density within the endometrial cavity to suggest the presence of a displaced cot. Patient has had essure coils placed approximately one month prior. There is a small amount of fluid within the lower uterine segment and endocervical canal, the findings may relate to vaginal bleeding. Ultrasound scan - on (B)(6) 2014: there is a small amount of fluid within the lower uterine segment and endocervical canal. The findings may relate to vaginal bleeding. There is no evidence to suggest radiopaque or metallic density within the endometrial cavity to suggest the presence of a displaced coil. Patient has had essure coils placed approximately one month prior. The right ovary measures 3.2 x 2.8 x 2.7 cm. Blood flow to the right ovary is patent. The left ovary measures 3.4 x 1.9 x 2.6 cm. Blood flow to the left ovary is patent. Incidental note is made of a cyst in the left ovary measuring 2.0 cm. No free fluid is seen in the deep pelvis. Ultrasound scan vagina - on (B)(6) 2016: findings: uterus: anteverted and measures 8 x 5 x 3 cm. 2.0 x 2.0 cm intramural fibroid is seen in the fundus. Impression: 2.0 cm fibroid in the fundus.; on (B)(6) 2017: findings: transvaginal and transabdominal ultrasound images of the pelvis were obtained. Uterus: anteverted and measures 7 x 5 x 4 cm. Previously noted fundal fibroid is not well seen on today's study. Cervix: subcentimeter nabothian cysts are seen in the cervix. Impression: non-visualization of previously noted uterine fibroid. Otherwise unremarkable pelvic ultrasound. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record; numbness on right side, nausea, pelvic pain, acute vaginitis, menorrhagia, depression menorrhagia, cramping and abdominal pain, dysmenorrhea, weight gain, acute vaginitis confirming- events which are same in pfs & mr.¿ most recent follow-up information incorporated above includes: on 27-aug-2019: pfs received : the only information captured from pfs is essure lot number. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of implant / migration of essure device location of device: uterus') and uterine perforation ('perforation (uterus) / showing perforation of the right assure through the cornual/ felt like something trying to poke its way out of my abdomen.') In a 39-year-old female patient who had essure (batch no. 627448) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included gardnerella vaginalis vaginitis, overweight, gardnerella vaginalis vaginitis, post procedural bleeding, breast feeding, dysfunctional uterine bleeding and appendectomy. Previously administered products included for birth control: mirena from (B)(6) 2011 to (B)(6) 2013; for an unreported indication: prenatal vitamin, medrol, vicodin, tindamax, amoxicillin, oral contraceptive nos and prozac. Concurrent conditions included throbbing pain, shingles, depression, menstruation normal, cramps of extremities, intermittent fever, vaginal yeast infection, constipation and diarrhea. Concomitant products included alprazolam (xanax) from 2013 to 2018, sertraline hydrochloride (zoloft) since 2011, tramadol from 2017 to 2018 and valaciclovir hydrochloride (valtrex). In 2013, the patient was found to have weight increased ("weight gain / loss (specify which one)"). In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain lower ("pain lower right abdominal area and groin"). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced hemianaesthesia ("neurological conditions or problems type: numbness of the right side"). On (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2014, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"). In 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), hyperhidrosis ("hormonal changes describe: abnormal sweating") and fatigue ("fatigue"). In (B)(6) 2016, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2017, the patient experienced nausea ("nausea") and vaginal discharge ("vaginal discharge"). In 2018, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), allergy to metals ("metal sensitivity") with rash, pelvic pain ("pelvic pain female / pain"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: type: uti"), vaginal infection ("acute vaginitis") and groin pain ("groin pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion, uterine perforation, allergy to metals, dyspareunia, pelvic pain, hyperhidrosis, urinary tract infection, vaginal infection, headache, hemianaesthesia, weight increased, abdominal pain lower and groin pain outcome was unknown, the vaginal haemorrhage, menorrhagia, migraine, nausea, dysmenorrhoea and vaginal discharge had resolved and the fatigue was resolving. The reporter considered abdominal pain lower, allergy to metals, device expulsion, dysmenorrhoea, dyspareunia, fatigue, groin pain, headache, hemianaesthesia, hyperhidrosis, menorrhagia, migraine, nausea, pelvic pain, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: film of surgically removed uterus to evaluate removal of essure micro coils. Bilateral essure micro coils are seen on the film. Current weight 158 lbs. Essure performed. Left trailing coils 3 , coils. Right trailing coils 3. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28 kg/sqm. Computerised tomogram abdomen - on (B)(6) 2014: impression: nonobstructing calculus in the right kidney. Pelvis tiny umbilical hernia containing fat only. Follicles on each ovary. Urinary bladder is largely collapsed. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion (pfs). Findings: the uterine cavity demonstrates no abnormality. The essure micro coils are in normal position with bilateral tubal occlusion. (Mr). Mammogram - on (B)(6) 2018: findings: the tissue of both breasts is heterogeneously dense, which could obscure detection of small masses. Stable benign appearing asymmetries are seen in both breasts. There are benign appearing calcifications in both breasts.. Pathology test - on (B)(6) 2018: surgical pathology report : uterus, cervix, bilateral fallopian tubes and essure, robotic total hysterectomy with bilateral salpingectomy essure removal: uterus perforated with essure device at right cornua. Cervix with nabothian cysts. Myometrium and uterine serosa with otherwise no significant histopathologic abnormalities. Benign proliferative endometrium, bilateral fallopian tubes with no significant histopathologic abnormalities.. Ultrasound pelvis - on (B)(6) 2014: impression : there is a small amount of fluid within the lower uterine segment and endocervical canal. The findings may relate to vaginal bleeding. There is no evidence to suggest radiopaque or metallic density within the endometrial cavity to suggest the presence of a displaced coil. Patient has had essure coils placed approximately one month prior. The right ovary measures 3.2 x 2.8 x 2.7 cm. Blood flow to the right ovary is patent. The left ovary measures 3.4 x 1.9 x 2.6 cm. Blood flow to the left ovary is patent. Incidental note is made of a cyst in the left ovary measuring 2.0 cm. No free fluid is seen in the deep pelvis.; on (B)(6) 2014: impression: there is no evidence to suggest radiopaque or metallic density within the endometrial cavity to suggest the presence of a displaced cot. Patient has had essure coils placed approximately one month prior. There is a small amount of fluid within the lower uterine segment and endocervical canal, the findings may relate to vaginal bleeding.. Ultrasound scan - on (B)(6) 2014: there is a small amount of fluid within the lower uterine segment and endocervical canal. The findings may relate to vaginal bleeding. ¿ there is no evidence to suggest radiopaque or metallic density within the endometrial cavity to suggest the presence of a displaced coil. Patient has had essure coils placed approximately one month prior. ¿ the right ovary measures 3.2 x 2.8 x 2.7 cm. Blood flow to the right ovary is patent. The left ovary measures 3.4 x 1.9 x 2.6 cm. Blood flow to the left ovary is patent. ¿ incidental note is made of a cyst in the left ovary measuring 2.0 cm. ¿ no free fluid is seen in the deep pelvis.. Ultrasound scan vagina - on (B)(6) 2016: findings: uterus: anteverted and measures 8 x 5 x 3 cm. 2.0 x 2.0 cm intramural fibroid is seen in the fundus. Impression: 2.0 cm fibroid in the fundus.; on (B)(6) 2017: findings: transvaginal and transabdominal ultrasound images of the pelvis were obtained. Uterus: anteverted and measures 7 x 5 x 4 cm. Previously noted fundal fibroid is not well seen on today's study. Cervix: subcentimeter nabothian cysts are seen in the cervix. Impression: non-visualization of previously noted uterine fibroid. Otherwise unremarkable pelvic ultrasound. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record; numbness on right side, nausea, pelvic pain, acute vaginitis, menorrhagia, depression menorrhagia, cramping and abdominal pain, dysmenorrhea, weight gain, acute vaginitis confirming- events which are same in pfs & mr.¿ lot number: 627448 manufacturing date: 2008/06, expiration date: 2010/06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-sep-2019: quality-safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), allergy to metals ("metal sensitivity") with rash, dyspareunia ("painful intercourse") and pelvic pain ("pelvic pain female"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, allergy to metals, dyspareunia and pelvic pain outcome was unknown. The reporter considered allergy to metals, device dislocation, dyspareunia and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of implant / migration of essure device location of device: uterus") and uterine perforation ("perforation (uterus) / showing perforation of the right assure through the cornual/ felt like something trying to poke its way out of my abdomen.") In a 39-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included gardnerella vaginalis vaginitis, overweight, gardnerella vaginalis vaginitis, procedural bleeding, breast feeding, dysfunctional uterine bleeding and appendectomy. Previously administered products included for birth control: mirena from (B)(6) 2011 to (B)(6) 2013; for an unreported indication: prenatal vitamin, medrol, vicodin, tindamax, amoxicillin, oral contraceptive nos and prozac. Concurrent conditions included throbbing pain, shingles, depression, bleeding menstrual heavy, cramps of extremities, intermittent fever, vaginal yeast infection, constipation and diarrhea. Concomitant products included alprazolam (xanax) from 2013 to 2018, sertraline hydrochloride (zoloft) since 2011, tramadol from 2017 to 2018 and valaciclovir hydrochloride (valtrex). In 2013, the patient was found to have weight increased ("weight gain / loss (specify which one)"). In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain lower ("pain lower right abdominal area and groin"). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced hemianaesthesia ("neurological conditions or problems type: numbness of the right side"). On (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2014, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"). In 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), hyperhidrosis ("hormonal changes describe: abnormal sweating") and fatigue ("fatigue"). In (B)(6) 2016, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2017, the patient experienced nausea ("nausea") and vaginal discharge ("vaginal discharge"). In 2018, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), allergy to metals ("metal sensitivity") with rash, pelvic pain ("pelvic pain female / pain"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: type: uti"), vaginal infection ("acute vaginitis") and groin pain ("groin pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion, uterine perforation, allergy to metals, dyspareunia, pelvic pain, hyperhidrosis, urinary tract infection, vaginal infection, headache, hemianaesthesia, weight increased, abdominal pain lower and groin pain outcome was unknown, the vaginal haemorrhage, menorrhagia, migraine, nausea, dysmenorrhoea and vaginal discharge had resolved and the fatigue was resolving. The reporter considered abdominal pain lower, allergy to metals, device expulsion, dysmenorrhoea, dyspareunia, fatigue, groin pain, headache, hemianaesthesia, hyperhidrosis, menorrhagia, migraine, nausea, pelvic pain, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: film of surgically removed uterus to evaluate removal of essure micro coils. Bilateral essure micro coils are seen on the film. Current weight 158 lbs. Essure performed. Left trailing coils 3 , coils. Right trailing coils 3. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28 kg/sqm. Computerised tomogram abdomen - on (B)(6) 2014: impression: nonobstructing calculus in the right kidney pelvis tiny umbilical hernia containing fat only. Follicles on each ovary. Urinary bladder is largely collapsed. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion (pfs). Findings: the uterine cavity demonstrates no abnormality. The essure micro coils are in normal position with bilateral tubal occlusion. (Mr). Mammogram on (B)(6) 2018: findings: the tissue of both breasts is heterogeneously dense, which could obscure detection of small masses. Stable benign appearing asymmetries are seen in both breasts. There are benign appearing calcifications in both breasts.. Pathology test on (B)(6) 2018: surgical pathology report : uterus, cervix, bilateral fallopian tubes and essure, robotic total hysterectomy with bilateral salpingectomy essure removal: uterus perforated with essure device at right cornua. Cervix with nabothian cysts. Myometrium and uterine serosa with otherwise no significant histopathologic abnormalities. Benign proliferative endometrium, bilateral fallopian tubes with no significant histopathologic abnormalities. Ultrasound pelvis on (B)(6) 2014: impression: there is a small amount of fluid within the lower uterine segment and endocervical canal. The findings may relate to vaginal bleeding. There is no evidence to suggest radiopaque or metallic density within the endometrial cavity to suggest the presence of a displaced coil. Patient has had essure coils placed approximately one month prior. The right ovary measures 3.2 x 2.8 x 2.7 cm. Blood flow to the right ovary is patent. The left ovary measures 3.4 x 1.9 x 2.6 cm. Blood flow to the left ovary is patent. Incidental note is made of a cyst in the left ovary measuring 2.0 cm. No free fluid is seen in the deep pelvis; on (B)(6) 2014: impression: there is no evidence to suggest radiopaque or metallic density within the endometrial cavity to suggest the presence of a displaced cot. Patient has had essure coils placed approximately one month prior. There is a small amount of fluid within the lower uterine segment and endocervical canal, the findings may relate to vaginal bleeding.. Ultrasound scan - on (B)(6) 2014: there is a small amount of fluid within the lower uterine segment and endocervical canal. The findings may relate to vaginal bleeding. There is no evidence to suggest radiopaque or metallic density within the endometrial cavity to suggest the presence of a displaced coil. Patient has had essure coils placed approximately one month prior. The right ovary measures 3.2 x 2.8 x 2.7 cm. Blood flow to the right ovary is patent. The left ovary measures 3.4 x 1.9 x 2.6 cm. Blood flow to the left ovary is patent. Incidental note is made of a cyst in the left ovary measuring 2.0 cm. No free fluid is seen in the deep pelvis.. Ultrasound scan vagina on (B)(6) 2016: findings: uterus: anteverted and measures 8 x 5 x 3 cm. 2.0 x 2.0 cm intramural fibroid is seen in the fundus. Impression: 2.0 cm fibroid in the fundus.; on (B)(6) 2017: findings: transvaginal and transabdominal ultrasound images of the pelvis were obtained. Uterus: anteverted and measures 7 x 5 x 4 cm. Previously noted fundal fibroid is not well seen on today's study. Cervix: subcentimeter nabothian cysts are seen in the cervix. Impression: non-visualization of previously noted uterine fibroid. Otherwise unremarkable pelvic ultrasound. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record; numbness on right side, nausea, pelvic pain, acute vaginitis, menorrhagia, depression menorrhagia, cramping and abdominal pain, dysmenorrhea, weight gain, acute vaginitis confirming- events which are same in pfs & mr.¿ quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-feb-2019: pfs and mr received. Events : perforation (uterus), abnormal sweating, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), infection (bladder/ urinary tract/vaginal) type: uti, acute vaginitis, migraines, headaches, nausea, neurological conditions or problems type: numbness of the right side, dysmenorrhea (cramping), vaginal discharge, fatigue, weight gain / loss (specify which one), pain lower right abdominal area and groin, event device dislocation updated to device expulsion was added. Outcome were abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), migraines, dysmenorrhea (cramping), vaginal discharge, fatigue, nausea, updated. Concomitant product and medical history was added. Lab data was added. Reporters and reporter information was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of implant / migration of essure device location of device: uterus') and uterine perforation ('perforation (uterus) / showing perforation of the right assure through the cornual/ felt like something trying to poke its way out of my abdomen/ coils perforated uterus') in a 39-year-old female patient who had essure (batch no. 627448) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included gardnerella vaginalis vaginitis, overweight, gardnerella vaginalis vaginitis, post procedural bleeding, breast feeding, dysfunctional uterine bleeding and appendectomy. Previously administered products included for birth control: mirena from (B)(6)2011 to (B)(6)2013; for an unreported indication: prenatal vitamin, medrol, vicodin, tindamax, amoxicillin, oral contraceptive nos and prozac. Concurrent conditions included throbbing pain, shingles, depression, menstruation normal, cramps of extremities, intermittent fever, vaginal yeast infection, constipation and diarrhea. Concomitant products included alprazolam (xanax) from (B)(6) to (B)(6) , sertraline hydrochloride (zoloft) since (B)(6) , tramadol from (B)(6) to (B)(6) and valaciclovir hydrochloride (valtrex). In 2013, the patient was found to have weight increased ("weight gain / loss (specify which one)"). In (B)(6)2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and right lower quadrant pain ("pain lower right abdominal area and groin"). On (B)(6) 2013, the patient had essure inserted. On (B)(6)2013, the patient experienced hemianaesthesia ("neurological conditions or problems type: numbness of the right side"). On(B)(6)2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6)2014, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"). In 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), hyperhidrosis ("hormonal changes describe: abnormal sweating") and fatigue ("fatigue"). In (B)(6)2016, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6)2017, the patient experienced nausea ("nausea") and vaginal discharge ("vaginal discharge"). In 2018, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), allergy to metals ("metal sensitivity") with rash, pelvic pain ("pelvic pain female / pain"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: type: uti"), vaginal infection ("acute vaginitis"), groin pain ("groin pain"), herpes zoster ("shingles is lower abdomen"), endometriosis ("endometriosis"), cramp in lower abdomen ("cramping"), thrombosis ("clots"), cyst ("cyst"), papilloma viral infection ("high risk hpv") and genital haemorrhage ("bleeding") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with paracetamol (pain relief) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on(B)(6) 2018. At the time of the report, the device expulsion, uterine perforation, allergy to metals, dyspareunia, pelvic pain, hyperhidrosis, urinary tract infection, vaginal infection, headache, hemianaesthesia, weight increased, right lower quadrant pain, groin pain, herpes zoster, endometriosis, cramp in lower abdomen, thrombosis, cyst, papilloma viral infection and genital haemorrhage outcome was unknown, the vaginal haemorrhage, menorrhagia, migraine, nausea, dysmenorrhoea and vaginal discharge had resolved and the fatigue was resolving. The reporter considered allergy to metals, cyst, device expulsion, dysmenorrhoea, dyspareunia, endometriosis, fatigue, genital haemorrhage, groin pain, headache, hemianaesthesia, herpes zoster, hyperhidrosis, menorrhagia, migraine, nausea, papilloma viral infection, pelvic pain, right lower quadrant pain, thrombosis, urinary tract infection, uterine leiomyoma, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection, weight increased and cramp in lower abdomen to be related to essure. The reporter commented: film of surgically removed uterus to evaluate removal of essure micro coils. Bilateral essure micro coils are seen on the film. Current weight 158 lbs. Essure performed. Left trailing coils 3 , coils. Right trailing coils 3 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28 kg/sqm. Computerised tomogram abdomen - on (B)(6)2014: impression: nonobstructing calculus in the right kidney pelvis tiny umbilical hernia containing fat only. Follicles on each ovary. Urinary bladder is largely collapsed.. Hysterosalpingogram - on (B)(6)2014: total bilateral occlusion (pfs) findings: the uterine cavity demonstrates no abnormality. The essure micro coils are in normal position with bilateral tubal occlusion. (Mr). Mammogram - on (B)(6)2018: findings: the tissue of both breasts is heterogeneously dense, which could obscure detection of small masses. Stable benign appearing asymmetries are seen in both breasts. There are benign appearing calcifications in both breasts.. Pathology test - on (B)(6)2018: surgical pathology report : uterus, cervix, bilateral fallopian tubes and essure, robotic total hysterectomy with bilateral salpingectomy essure removal: - uterus perforated with essure device at right cornua. ¿ cervix with nabothian cysts. - myometrium and uterine serosa with otherwise no significant histopathologic abnormalities. ¿ benign proliferative endometrium, ¿ bilateral fallopian tubes with no significant histopathologic abnormalities.. Ultrasound pelvis - on (B)(6)2014: impression : there is a small amount of fluid within the lower uterine segment and endocervical canal. The findings may relate to vaginal bleeding. There is no evidence to suggest radiopaque or metallic density within the endometrial cavity to suggest the presence of a displaced coil. Patient has had essure coils placed approximately one month prior. The right ovary measures 3.2 x 2.8 x 2.7 cm. Blood flow to the right ovary is patent. The left ovary measures 3.4 x 1.9 x 2.6 cm. Blood flow to the left ovary is patent. Incidental note is made of a cyst in the left ovary measuring 2.0 cm. No free fluid is seen in the deep pelvis.; on 08-jan-2014: impression: there is no evidence to suggest radiopaque or metallic density within the endometrial cavity to suggest the presence of a displaced cot. Patient has had essure coils placed approximately one month prior. There is a small amount of fluid within the lower uterine segment and endocervical canal, the findings may relate to vaginal bleeding.. Ultrasound scan - on (B)(6)2014: there is a small amount of fluid within the lower uterine segment and endocervical canal. The findings may relate to vaginal bleeding. ¿ there is no evidence to suggest radiopaque or metallic density within the endometrial cavity to suggest the presence of a displaced coil. Patient has had essure coils placed approximately one month prior. ¿ the right ovary measures 3.2 x 2.8 x 2.7 cm. Blood flow to the right ovary is patent. The left ovary measures 3.4 x 1.9 x 2.6 cm. Blood flow to the left ovary is patent. ¿ incidental note is made of a cyst in the left ovary measuring 2.0 cm. ¿ no free fluid is seen in the deep pelvis.. Ultrasound scan vagina - on 29-nov-2016: findings: uterus: anteverted and measures 8 x 5 x 3 cm. 2.0 x 2.0 cm intramural fibroid is seen in the fundus. Impression: 2.0 cm fibroid in the fundus.; on(B)(6)2017: findings: transvaginal and transabdominal ultrasound images of the pelvis were obtained. Uterus: anteverted and measures 7 x 5 x 4 cm. Previously noted fundal fibroid is not well seen on today's study. Cervix: subcentimeter nabothian cysts are seen in the cervix. Impression: non-visualization of previously noted uterine fibroid. Otherwise unremarkable pelvic ultrasound. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record; numbness on right side, nausea, pelvic pain, acute vaginitis, menorrhagia, depression menorrhagia, cramping and abdominal pain, dysmenorrhea, weight gain, acute vaginitis confirming- events which are same in pfs & mr.¿ lot number: 627448 manufacturing date: 2008/06, expiration date: 2010/06 most recent follow-up information incorporated above includes: on 15-jan-2020: social media record received. Events shingles in lower abdomen, endometriosis, cramping, clots, cyst, fibroids, high risk hpv and bleeding were added. On 16-jan-2020: fu6, fu7 and fu8 were processed together. No new clinical information was provided. On 24-jan-2020: fu6, fu7 and fu8 were processed together. No new clinical information was provided. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.